Manufacturer narrative:
(B)(4). Batch # u95r4l. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent per the event description, it¿s stated: ¿the device has either failed or blades have come off during use.¿ did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. Did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Were any fragments generated and fell off inside the patient due this issue? If yes, they were completely removed from the patient without additional intervention? Can you please explain how the device failed? Did the generator display any error messages? And if so, what were they? Did the device pass the pre-test? Had the device been working and then stopped? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device has either failed or blades have come off during use. No patient consequences reported. No further information is available.